Manufacturer narrative:
(B)(4). Section d4: complete device identification information was not provided. Section h11: fisher & paykel (f&p) healthcare is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility via a fisher & paykel field representative that an mr290v vented autofeed humidification chamber provided with an rt380 adult dual heated evaqua2 breathing circuit was found cracked prior to patient use. There was no reported patient involvement.